Event description:
During resection the cusa electrosurgery module (cem) was being used for part of the case, the doctor brought to the attention of operating room staff that the cusa was turning itself on. Device was inspected and it was noted that in fact the covidien forcefx generator was turning itself on and off. The scrub nurse had placed a wet towel under the handpiece to prevent burning to the patient; however before it was noticed a few places on the drapes were burned. The patient was not noted to be burned at this time. Several attempts at troubleshooting resulted in replacing the nosecone on the cusa handpiece and fixing the issue.